Event description:
It was reported that post implant a laparoscopic gastric band procedure, it was discovered that the port tilted and could not be accessed. The problem was noticed during an adjustment and was confirmed in radiology. The port was removed and replaced on (B)(6) 2010. During port revision, the strain relief was noted to have slid down from its original position and the hooks were not fully deployed. The replacement port was sutured into place. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with the locking connector and 4cm of catheter were returned for evaluation. Note the tubing strain relief was not returned for evaluation. Upon visual inspection, it was observed that actuator ring was returned was in the unlocked position, the hooks were retracted and the septum was punctured 2 times. It was also noted that the locking connector was returned partially locked. A functional test was performed on the injection port with a successful result; hooks were deployed and retracted, and actuator ring moved from locked position to unlocked position. Device was returned fully functional. Regarding the movement of the tubing strain relief, to mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented (B)(4). A review of manufacturing records was performed and no relevant discrepancies were noted during manufacture of the in batch question. All devices are inspected prior to release.